Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose level, actual value was not provided. Cause for high bg was unknown. A correction bolus was delivered to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.